Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Drive support cap was inspected and no anomaly was noted. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 or (B)(6) 2016 with blood glucose of over 900 mg/dl. Customer had no symptom of high blood glucose. Customer was hospitalized due to out of control high blood glucose. Customer was hospitalized for 8 days. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and customer reported that drive support cap was sticking out. Customer reported that after suspending insulin pump, it seemed as if insulin continued to deliver. Customer was unable to continue troubleshooting due to taking battery out of insulin pump. Insulin pump would be replaced.